Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer administered a mealtime bolus but did not calculate enough carbohydrates for the bolus. The customer's blood glucose (bg) level was "high"; although specific value was not provided. A manual correction injection was given to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.